Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use , the cs300 intra-aortic balloon pump (iabp) has a battery error. There was no patient involvement reported .

Manufacturer narrative:
It was reported prior to use, the cs300 intra-aortic balloon pump (iabp) had a battery error. The customer has not requested for getinge to evaluate the iabp for the reported malfunction. The issue was corrected by the customer. The customer repaired this unit and there is no relevant repair information available. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.